Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that in the neonatal ICU, the physician noted blood in the uvc with air. Blood with air bubbles backed up uvc and the pump began ringing. The uvc was discontinued and a piv was placed in the pts left hand. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. The device is being returned for eval.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.